Event description:
Caller reported a cartridge alarm issue, specifically alarm 20, which resulted in high blood glucose levels. Although the specific blood glucose value was not provided, it was indicated as "high." There was no adverse impact on the customer's blood glucose level. The customer addressed the high blood glucose levels by administering a correction injection via multiple daily injections (mdi). Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was informed and acknowledged the receipt of a pump with updated software. Additionally, instructions were provided for returning the problematic pump, and the customer understood and acknowledged these instructions.